Event description:
Customer reported the unit displayed an error code data acquisition (da) pcba adc reference failed. It is unknown if the unit was in clinical at the time the reported issue was discovered; however, customer reported that there was no harm to the patient or the user.

Manufacturer narrative:
Pt information: through follow-ups, customer stated that the unit was used on a patient; however, customer do not have patient's information. Customer only know that was no harm or injury to the patient. Date of event: unknown - customer doesn't know when it happened. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported the unit displayed an error code da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) reference failed. It is unknown if the unit was in clinical at the time the reported issue was discovered; however, customer reported that there was no harm to the patient or the user.